Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("uterine bleeding") in a (B)(6) female patient who had essure (batch no. 62734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mood change, crying, nauseous, tiredness, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included diarrhea, uterine tenderness, breast tenderness and weight gain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain during implant"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("di-generative disk disease"), urinary incontinence ("loss of bladder control"), neuropathy peripheral ("neuropathy"), abdominal pain ("belly pain") and back pain ("back pain"). The patient was treated with surgery (complete hysterectomy) and surgery (on (B)(6) 2009 underwent hydro-ablation and dilation and curettage). Essure was removed. At the time of the report, the pelvic pain and abdominal pain was resolving and the uterine haemorrhage, procedural pain, memory impairment, feeling abnormal, fibromyalgia, intervertebral disc degeneration, urinary incontinence, neuropathy peripheral and back pain outcome was unknown. The reporter considered abdominal pain, back pain, feeling abnormal, fibromyalgia, intervertebral disc degeneration, memory impairment, neuropathy peripheral, pelvic pain, procedural pain, urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: right side- 3 trailing coil, left side- 8-trailing coil diagnostic results: (B)(6) 2009 : ucg : negative, (B)(6) 2008 : ucg-negative, on (B)(6) 2008 : sonogram for essure confirmation test . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: previously reported event "severe and permanent injuries " replaced with "pain during implant", events- "memory issues, brain fog, fibromyalgia, di-generative disk disease, loss of bladder control, neuropathy, pain, belly pain, back pain, uterine bleeding", reporter, lot number added from pfs. Historical and concomitant condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("uterine bleeding") in a 32-year-old female patient who had essure (batch no. 62734-inv, 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change, crying, nauseous, tiredness, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included diarrhea, uterine tenderness, breast tenderness, weight gain, general body pain, knee pain and painful feet. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), duloxetine hydrochloride (cymbalta) since 2010, gabapentin (gabapentine), morphine and oxycodone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain during implant"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("di-generative disk disease"), urinary incontinence ("loss of bladder control"), neuropathy peripheral ("neuropathy"), abdominal pain ("belly pain"), back pain ("back pain"), anxiety ("mental anguish"), pain ("all over body pain"), pain in extremity ("feet pain") and arthralgia ("knees pain"). The patient was treated with surgery (on (B)(6) 2009 underwent hydro-ablation and dilation and curettage and complete hysterectomy). Essure was removed in 2010. At the time of the report, the pelvic pain and abdominal pain was resolving and the uterine haemorrhage, procedural pain, memory impairment, feeling abnormal, fibromyalgia, intervertebral disc degeneration, urinary incontinence, neuropathy peripheral, back pain, anxiety, pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, feeling abnormal, fibromyalgia, intervertebral disc degeneration, memory impairment, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural pain, urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: right side- 3 trailing coil, left side- 8-trailing coil diagnostic results: (B)(6) 2009: ucg : negative (B)(6) 2008: ucg-negative on (B)(6) 2008: sonogram for essure confirmation test. Lot#62734 reported invalid lot number: 627434 manufacture date:2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine haemorrhage ('uterine bleeding') in a 32-year-old female patient who had essure (batch no. 62734-inv, 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change, crying, nauseous, tiredness, ovarian cyst, dysfunctional uterine bleeding, depression, anxiety and obesity. (B)(6) 2009 : ucg : negative (B)(6) 2008 : ucg-negative. On (B)(6) 2008 : sonogram for essure confirmation test. Previously administered products included for an unreported indication: nuvaing. Concurrent conditions included diarrhea, uterine tenderness, breast tenderness, weight gain, general body pain, knee pain and painful feet. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), duloxetine hydrochloride (cymbalta) since 2010, gabapentin (gabapentine), morphine and oxycodone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain during implant"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("di-generative disk disease"), urinary incontinence ("loss of bladder control"), neuropathy peripheral ("neuropathy"), abdominal pain ("belly pain"), back pain ("back pain"), anxiety ("mental anguish"), pain ("all over body pain"), pain in extremity ("feet pain"), arthralgia ("knees pain"), abdominal pain lower ("cramps") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2009 underwent hydro-ablation and dilation and curettage and complete hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain was resolving and the uterine haemorrhage, procedural pain, memory impairment, feeling abnormal, fibromyalgia, intervertebral disc degeneration, urinary incontinence, neuropathy peripheral, back pain, anxiety, pain, pain in extremity, arthralgia, abdominal pain lower, dysfunctional uterine bleeding and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dysfunctional uterine bleeding, feeling abnormal, fibromyalgia, intervertebral disc degeneration, memory impairment, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural pain, urinary incontinence, uterine haemorrhage and weight increased to be related to essure. The reporter commented: right side- 3 trailing coil, left side- 8-trailing coil discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Current weight: 233 lbs. Appendix and gallbladder removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Imaging procedure - on (B)(6) 2008: that you should use backup contraception prior to confirmation or otherwise. Lot#62734 reported invalid. Lot number: 627434 manufacture date:2008-06 expiration date: 2010-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received. Reporter's information added. Event :weight gain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine haemorrhage ('uterine bleeding') in a 32-year-old female patient who had essure (batch no. 62734-inv, 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change, crying, nauseous, tiredness, ovarian cyst, dysfunctional uterine bleeding, depression, anxiety and obesity. *(B)(6) 2009 : ucg : negative (B)(6) 2008 : ucg-negative on (B)(6) 2008 : sonogram for essure confirmation test. Previously administered products included for an unreported indication: nuvaing. Concurrent conditions included diarrhea, uterine tenderness, breast tenderness, weight gain, general body pain, knee pain and painful feet. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), duloxetine hydrochloride (cymbalta) since 2010, gabapentin (gabapentine), morphine and oxycodone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain during implant"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("di-generative disk disease"), urinary incontinence ("loss of bladder control"), neuropathy peripheral ("neuropathy"), abdominal pain ("belly pain"), back pain ("back pain"), anxiety ("mental anguish"), pain ("all over body pain"), pain in extremity ("feet pain"), arthralgia ("knees pain"), abdominal pain lower ("cramps") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2009 underwent hydro-ablation and dilation and curettage and complete hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain was resolving and the uterine haemorrhage, procedural pain, memory impairment, feeling abnormal, fibromyalgia, intervertebral disc degeneration, urinary incontinence, neuropathy peripheral, back pain, anxiety, pain, pain in extremity, arthralgia, abdominal pain lower, dysfunctional uterine bleeding and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dysfunctional uterine bleeding, feeling abnormal, fibromyalgia, intervertebral disc degeneration, memory impairment, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural pain, urinary incontinence, uterine haemorrhage and weight increased to be related to essure. The reporter commented: right side- 3 trailing coil, left side- 8-trailing coil discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Current weight: 233 lbs appendix and gallbladder removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Imaging procedure - on (B)(6) -2008: that you should use backup contraception prior to confirmation or otherwise. Lot#62734 reported invalid lot number: 627434 manufacture date:2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("uterine bleeding") in a 32-year-old female patient who had essure (batch no. 62734-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mood change, crying, nauseous, tiredness, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included diarrhea, uterine tenderness, breast tenderness and weight gain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain during implant"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("di-generative disk disease"), urinary incontinence ("loss of bladder control"), neuropathy peripheral ("neuropathy"), abdominal pain ("belly pain") and back pain ("back pain"). The patient was treated with surgery (complete hysterectomy) and surgery (on (B)(6) 2009 underwent hydro-ablation and dilation and curettage). Essure was removed. At the time of the report, the pelvic pain and abdominal pain was resolving and the uterine haemorrhage, procedural pain, memory impairment, feeling abnormal, fibromyalgia, intervertebral disc degeneration, urinary incontinence, neuropathy peripheral and back pain outcome was unknown. The reporter considered abdominal pain, back pain, feeling abnormal, fibromyalgia, intervertebral disc degeneration, memory impairment, neuropathy peripheral, pelvic pain, procedural pain, urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: right side- 3 trailing coil, left side- 8-trailing coil. Diagnostic results: (B)(6) 2009: ucg : negative. On (B)(6) 2008: ucg-negative. On (B)(6) 2008: sonogram for essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("uterine bleeding") in a 32-year-old female patient who had essure (batch no. 62734-not valid, 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change, crying, nauseous, tiredness, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included diarrhea, uterine tenderness, breast tenderness, weight gain, general body pain, knee pain and painful feet. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), duloxetine hydrochloride (cymbalta) since 2010, gabapentin (gabapentine), morphine and oxycodone. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain during implant"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("di-generative disk disease"), urinary incontinence ("loss of bladder control"), neuropathy peripheral ("neuropathy"), abdominal pain ("belly pain"), back pain ("back pain"), anxiety ("mental anguish"), pain ("all over body pain"), pain in extremity ("feet pain") and arthralgia ("knees pain"). The patient was treated with surgery (on (B)(6)2009 underwent hydro-ablation and dilation and curettage and complete hysterectomy). Essure was removed in 2010. At the time of the report, the pelvic pain and abdominal pain was resolving and the uterine haemorrhage, procedural pain, memory impairment, feeling abnormal, fibromyalgia, intervertebral disc degeneration, urinary incontinence, neuropathy peripheral, back pain, anxiety, pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, feeling abnormal, fibromyalgia, intervertebral disc degeneration, memory impairment, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural pain, urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: right side- 3 trailing coil, left side- 8-trailing coil diagnostic results: (B)(6)2009 : ucg : negative (B)(6)2008 : ucg-negative on (B)(6)2008 : sonogram for essure confirmation test quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: plaintiff fact sheet received. Event anxiety,all over body pain, feet pain and knees pain added. Lot number & concomitant , historical drugs, conditions were added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine haemorrhage ('uterine bleeding') in a 32-year-old female patient who had essure (batch no. 62734-inv, 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood change, crying, nauseous, tiredness, ovarian cyst, dysfunctional uterine bleeding, depression, anxiety and obesity. On (B)(6) 2009 : ucg : negative (B)(6) 2008 : ucg-negative. On (B)(6) 2008 : sonogram for essure confirmation test. Previously administered products included for an unreported indication: nuvaing. Concurrent conditions included diarrhea, uterine tenderness, breast tenderness, weight gain, general body pain, knee pain and painful feet. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), duloxetine hydrochloride (cymbalta) since 2010, gabapentin (gabapentine), morphine and oxycodone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain during implant"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("di-generative disk disease"), urinary incontinence ("loss of bladder control"), neuropathy peripheral ("neuropathy"), abdominal pain ("belly pain"), back pain ("back pain"), anxiety ("mental anguish"), pain ("all over body pain"), pain in extremity ("feet pain"), arthralgia ("knees pain"), abdominal pain lower ("cramps") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (on (B)(6) 2009 underwent hydro-ablation and dilation and curettage and complete hysterectomy). Essure was removed in 2010. At the time of the report, the pelvic pain and abdominal pain was resolving and the uterine haemorrhage, procedural pain, memory impairment, feeling abnormal, fibromyalgia, intervertebral disc degeneration, urinary incontinence, neuropathy peripheral, back pain, anxiety, pain, pain in extremity, arthralgia, abdominal pain lower and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dysfunctional uterine bleeding, feeling abnormal, fibromyalgia, intervertebral disc degeneration, memory impairment, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural pain, urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: right side- 3 trailing coil, left side- 8-trailing coil discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Current weight: 233 lbs. Appendix and gallbladder removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Imaging procedure - on (B)(6) 2008: that you should use backup contraception prior to confirmation or otherwise. Lot#62734 reported invalid lot number: 627434, manufacture date:2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- cramps, dysfunctional uterine bleeding. Medical history, historical drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.